Manufacturer narrative:
Per -2377 final report the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Since the manufacture of this device there has been an update to the trunnion specification on corin hip stems. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported that a metafix stem trunnion looked to have significant machining marks / grooves. Surgery was delayed by approximatley 20 minutes, the stem was removed and an alternative device was implanted.

Manufacturer narrative:
Per (B)(4) initial report. The device is being returned to corin for examination, details of the device review will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix stem trunnion looked to have significant machining marks / grooves. Surgery was delayed by approximately 20 minutes, the stem was removed and an alternative device was implanted.